Event description:
It was reported that broward count fire department responded to a fall injury. When arrived at the scene, patient was found in the bathroom in full cardiac arrest. Als treatment began and patient was placed on the autopulse. The unit functioned properly for less than 3 minutes with manual CPR. The patient was transferred to the ER at (B)(6) clinic with a pulse and blood pressure. Batteries were cycled during the morning checkout and on (B)(6) 2012, which was 11 days prior to date of event. No other information was provided. The batteries (s/n (B)(4)) involved in this event are addressed under MFR report 3003793491-2012-01107.

Manufacturer narrative:
This complaint was reported for an autopulse platform (serial # (B)(4)) and four autopulse batteries (serial #'s (B)(4)). Only the autopulse platform and one of the four batteries (serial# (B)(4)) were received at zoll circulation on (B)(4) 2012. Evaluation of the platform revealed a damaged battery lock. The damaged lock was replaced, and the board passed final testing. Probable cause for the customer reported failure might be due to a low power battery issue and was not attributed to the autopulse device itself.